Event description:
A malfunction alarm was reported by the customer with no notable events occurring prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite the malfunction occurring multiple times, the customer did not report resetting the pump within the last 24 hours. Technical support decided to replace the pump, confirming the shipping address and instructions for using storage mode before returning the faulty pump. The customer intended to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery.